Event description:
On (B)(6) 2026, a quatera 700 system exhibited a malfunction during cataract surgery at the polishing stage. The device initiated irrigation on its own and failed to cease operation, becoming unresponsive to both foot pedal and touch screen commands. Concurrently, the display screen went black. This incident occurred despite a normal start-up self-test. As a result, the procedure could not be completed using the quatera 700 and was subsequently finalized with an alcon centurion vision system. The zeiss device has since been taken out of service. At present, no information has been provided by the medical team regarding the patient's condition, the need for further medical intervention, or any injury or adverse impact. In the event of a recurrence of this malfunction, the procedure may again be interrupted. If a replacement device is not available, this could necessitate a second surgery, thereby resulting an additional medical intervention. The event occurred in brazil.